Event description:
A hospital in the us reported excessive condensation in an rt329 infant continuous flow breathing circuit while in use on a patient. It was further reported that there was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint device is not expected to be returned to fisher & paykel healthcare for investigation. Our analysis is accordingly based on the description of events and our knowledge of the product. We received very little information about this complaint, despite several attempts to obtain additional information. The complaint device was also not made available to us by the hospital. Results: no lot check could be performed as no lot number was provided. Conclusion: condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. Condensation in the breathing circuit can be caused by a number of setup and environmental factors. Cold air sources such as fans, open windows and air conditioning can cause warm humidity in the tube to condense. Without the circuit and with no information regarding its usage we cannot determine what caused the condensation.